Event description:
Complaint received via email from affiliate on complaint form. It was reported that, ¿while opening the foil of mcp936h, surgeon found needle and suture separate. No swage found." There was no adverse patient consequence reported. (B)(4).

Manufacturer narrative:
(B)(4) - additional information was received indicating that the device did not malfunction. There was not a needle pulled off. The device was found to be detached in the packaging prior to use. Therefore this event is not a reportable malfunction.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.